Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced unintended stimulation all over her body (pain pattern: legs) after having a hip surgery. Also, the patient stated to feel the stimulation after turning off the ipg. Reportedly, before having a hip surgery the stimulation was felt in normal pain area (legs) . X-rays taken did not reveal any anomalies. Surgical intervention may be taken at a later date to address the issue.